Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing had a hole in it and leaked during use. The following information was provided by the initial reporter: "pt came into (B)(6) for surgery, a 20g left hand IV was started by [nursing assistant] ict, I was standing on the other side of pt placing tele leads when she stated the IV had a whole in it, she applied pressure and noticed that the closed IV catheter system outside line/tubing leading from the IV cath site appeared to have a hole in the line. She then pulled the IV out and applied pressure. I looked at the package that the IV came in and it did not appear to be damaged. Lot number 0092256 exp: 03/31/2023. Pt stated he was fine. Nurse assist manager [anm or] and [doctor] was made aware."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history review was conducted for lot number 0092256.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing had a hole in it and leaked during use. The following information was provided by the initial reporter: "pt came into sds/apu for surgery, a 20g left hand IV was started by [nursing assistant] ict, I was standing on the other side of pt placing tele leads when she stated the IV had a whole in it, she applied pressure and noticed that the closed IV catheter system outside line/tubing leading from the IV cath site appeared to have a hole in the line. She then pulled the IV out and applied pressure. I looked at the package that the IV came in and it did not appear to be damaged. Lot number 0092256 exp: 03/31/2023. Pt stated he was fine. Nurse assist manager [anm operating room] and [doctor] was made aware."